Event description:
An infusion pump with a failure code 403. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump and no pt injury had been reported.